Event description:
Additional information received from the consumer reported the patient was already on pain medication for knee prior to the implant so they just continued to take them. The settings were reset to one point higher and rested a few days since.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was in an accident and ever since the implant site was painful and her going to the bathroom was like it was before implant. The patient was redirected to the health care professional to have the system checked so the issues she was having could be resolved. The symptoms returned; they were on and off but were getting worse. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.